Event description:
Reporter alleged obtaining discrepant blood glucose results of hi (greater than 600 mg/dl) back to back with a result of 110 mg/dl when testing was performed 5 minutes apart on the advantage system. Reporter stated the values were located in the system memory and was not experiencing hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.